Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 67-year old male patient noted as high risk percutaneous coronary insertion was being placed onto impella cp support. While on support, the pump experienced positioning issues (proximity to mitral valve), leading to hemolysis. As a result, device was explanted.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number.